Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information that the customer reported the lock pin on the CT flat panel detector was stuck and not locking in place. There was no report of harm to a pt, bystander or trained operator due to this reported event.